Manufacturer narrative:
This report will be updated when additional information is received. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in the intensive care unit (ICU). The patient reported a shock from the device on (B)(6), and presented to the hospital emergency department the next day due to the persistence of symptoms including bradycardia and tachycardia. The patient was noted to be in atrial flutter with a rapid ventricular response. The patient was later transferred to another facility and is waiting for a boston scientific sales representative to come and check the device. A family member also contacted boston scientific to ensure someone was coming to check the device as the patient had been in hospital for 4 days and was feeling palpitations. No additional adverse patient effects were reported. The device remains implanted and in service; however, the device model/serial was not available.